Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg. Although he is not utilizing the ipg for purposes of stimulation, the patient is reportedly experiencing a heating sensation at the ipg pocket site. Follow-up on this matter found that the reported heating sensation has resolved; however, the patient's ipg will be removed at a later date due to his need for an MRI.